Manufacturer narrative:
Device passed displacement test and self test. No unexpected rattling noted during testing. Device functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the there was something loosen at the bottom of the reservoir compartment. Customer's blood glucose level was 324 mg/dl at the time of the incident. Customer stated the insulin pump rattles when they shake it. Customer states the pump has cosmetic damage. Customer stated the infusion set and reservoir did not show signs of damage. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.